Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report, after the surgery, the product was occluded. Reportedly, the doctor explanted the device on (B)(6) 2015 and replaced it with another device. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. It did not meet the requirements for leak testing due to a tear in the top of the dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device state that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance¿. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).